Manufacturer narrative:
Insulin pump passed the displacement test however, compromised force sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had is squirting out during the manual prime process and had compromised force sensor system alarm. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not bumped or dropped. Customer also stated that the drive support cap appears to be normal. Advised customer to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.